Event description:
Additional information received reported the patient ¿liked¿ her stimulation much better and had pain control greater than 50 percent. It was noted the patient ¿liked having stimulation fluctuate¿ and the therapy was working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that adaptive stimulation was not changing as expected. The patient reportedly had adaptive stimulation turned on a few days prior to the report and stimulation was turning itself off and on with position changes. It was noted that the patient's posture can vary due to her pain and she tends to lean forward due to the shape of her spine. It was noted that it was uncomfortable to sit upright. The manufacture representative reportedly changed the upright range to large and the lying cone to small. Subsequently the patient felt stimulation while leaning back reclining but the patient sat up more erect and leaned forward and the stimulation shut itself off. It was noted that the patient was supposed to be at 5.8 for upright but stimulation was dropping to 3.2v, which is the lying down voltage. It was also noted that the upright assigned voltage was 5.8 volts but was changed to 5.5. The manufacture representative then tried another adaptive stimulation test. It was noted that stimulation was comfortable while the patient was lying down and when the patient moved upright the stimulation changed and it was at a higher voltage and comfortable. The patient reportedly moved through different upright positions, back and forth, and stimulation stayed at desired voltage. It was reported that the patient has kept a diary of their experience of voltage changes that were occurring with position changes. It was noted that the patient felt the intensity increase as though they were at 5.9v without a position change. The patient also reportedly checked her voltage with the patient programmer and it read "b lying 3.2v" even though the patient was sitting. The patient checked it again a half a minute later and it said "b upright, 5.9v." It was further reported that at 6:02 it powered down but the patient did not check the device with her programmer. At 6:02 the patient felt it come back on like it was at 5.9v, but again she did not check it with the patient programmer. At 6:10 it showed lying 3.2 though the patient was sitting. She checked it again at 6:10 and it felt like it was at 5.9 but was showing "lying at 3.2v. At 5:17." It reportedly powered off and she read it and it showed "b upright 3.2v." At 6:18 the patient felt power come back on at 5.9v but the programmer read upright 3.2v. It was noted that no voltage changes were being made during this time and the manufacture representative checked it with the clinician programmer and it seemed to read upright fine. It was noted that upright was changed to extra-large and lying to small. It was further noted that it can't pick up her lying right and left consistently because the patient can't go over fully on her right or left side while lying. Assigned voltages were reportedly adjusted but it was noted that they were at the values reflected in the patient's diary. It was further noted that during the period the patient was keeping the diary it was showing different positions and voltages. The patient was reportedly in the upright position and the patient indicated that stimulation had shut off, although the clinician programmer indicated that stimulation was on. It was further noted that the patient relined and changed positions and she was still getting upright even before she expanded the cone size. It was also noted that the patient's device was "a little low" in her buttock and the patient is "kind of sitting on her device." It was later reported that it was thought that when the patient moves a certain way and hunches more the device is tilting out and would show lying and if the patient straightens up or moves forward a little bit it tilts the device back up. It was noted that it was thought that the device was behaving properly but even if the patient leans forward a little bit it would go back to upright. It was noted that it was going from lying to transition to upright with slight changes in her posture. It was also noted that the device is moving due to being too low in the buttock. It was also noted that the patient liked the adaptive stimulation so far. The patient was also reportedly not getting as much stimulation in the painful area as she was during trial. The patient did not mind the changed in stimulation as she likes not feeling the "constant buzzing." It was later reported that it does not stay in lying down for a long period of time. Additional information has been requested but was not available as of the date of this report.